Manufacturer narrative:
Investigation is ongoing.

Event description:
Per the field clinical specialist (fcs), approximately one year and 2 months post implant of a 29mm sapien 3 valve, the patient now presents with a large chunk of calcium, severe paravalvular leak (pvl), symptomatic, with a protruding pseudoaneurysm. The pvl has progressed to severe from mild. The left ventricle ejection fraction (lv) is 30%. Follow up attempts are being made to see if there is planned intervention.

Event description:
Follow up indicated that the edwards 29mm sapien valve was explanted and replaced with a surgical valve.

Manufacturer narrative:
Update to h6; component code, type of investigation, investigation findings, investigation conclusion. B5 complaint description. The sapien 3 valve was not returned to edwards lifesciences for evaluation. Without the device returned for evaluation, visual inspection, functional testing and dimensional analysis were unable to be completed. Imagery was provided and reviewed which revealed the following observations: calcium is present in multiple locations along the annular perimeter, waist was seen on the deployed valve near the calcification area, and paravalvular leak was noted along with pseudoaneurysm. A device history record (DHR) review was performed and did not reveal any manufacturing non-conformances that would have contributed to the complaint event. A lot history review was performed and revealed no other complaints relating to the complaint code. The following instructions for use (IFU) were reviewed: commander delivery system with s3/s3u and patient screening manual. Based on this review, no IFU/training deficiencies were identified. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of the failure mode is not required at this time. The complaint for paravalvular leak was confirmed based on provided imagery. A review of DHR, lot history, and complaint history provided no indication that a manufacturing nonconformance would have contributed to the complaint event. A review of IFU/training materials revealed no deficiencies. As reported, "approximately one year and two months post implant of a 29mm sapien 3 valve, the patient now presents with a large chunk of calcium, severe pvl, symptomatic, with a protruding pseudoaneurysm. Started with mild pvl, now progressed to severe." Per the instructions for use (IFU), paravalvular leak (pvl) is a potential adverse event associated with bioprosthetic heart valve and the transcatheter valve replacement procedure. Paravalvular leak refers to blood flowing through a channel between the structure of the implanted valve and the cardiac tissue, as a result of a lack of appropriate sealing of the valve to the target site. Some pvl is not uncommon post deployment. Many cases are mild to moderate, and either resolve over time or do not cause symptoms. Others may be more clinically significant and require intervention. As revealed through medical imagery, calcification was present above the basal plane along the annular perimeter. Waist can be seen on the deployed valve near the calcification area. Per training manual, bulky calcification can create irregular contact between thv and annulus, increasing the risk of paravalvular leak. In this case, available information suggests that patient factors (calcification) may have contributed to the complaint event. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.